Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead were removed from service due to high out of range shock impedance measurements and high threshold measurements. The connection was verified to be appropriate during the procedure and no lead damage was observed. No additional adverse patient effects were reported.